Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode is determined to be hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse inspected the instrument and found the ise (ion-selective electrode) bulk reagents lines were dirty or contaminated. The fse performed decontamination of the ise and replaced the reference electrodes, na (sodium) electrode, k (potassium) electrode, cl (electrode), and the mid-standard roller pump tubing, which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au5800 instrument. There was no report of change to patient treatment or injury associated with this event. The customer provided data for four (4) patient samples.